Manufacturer narrative:
Manufacturer's investigation conclusion: no device analysis results are available because the device remains implanted. A review of the device history record was performed and ruled out the possibility of a manufacturing related issue causing or contributing to the reported complaint issue. Per the instructions for use, right heart catheterization is required for system baseline (mean pressure) calibration and may be needed to recalibrate the baseline (mean pressure) in order to continue to use the system.

Event description:
It was reported that the patient underwent a right heart catheterization to confirm the validity of the pressure sensor readings. The sensor was recalibrated and the mean was decreased by 7.1 mmhg. It was reported that the patient had been admitted to the hospital a couple of days prior to the right heart catheterization. The provider confirmed that the cardiomems device did not cause the hospitalization. It was reported the patient was having increased heart failure symptoms. The cardiomems was measuring at the patient¿s baseline. The patient was found to be hypovolemic with a low cardiac output and decompensated heart failure symptoms. The healthcare provider attributed the symptoms to worsening progression of their underlying disease process and not related to the cardiomems device. The patient was started on an isotope with hopes to improve their low cardiac output status and acute/on chronic renal dysfunction.